Event description:
New information indicated the patient had no symptoms and was stable following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-14977, 2017865-2020-14980, 2017865-2020-14984. It was reported the system was explanted due to a pocket infection. The patient symptoms and condition were unknown.